Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal segment was performed. Visual inspection noted the lead had been severed approximately 8.4 cm from terminal pin. Additionally, the insulation is opaque, yellowed, torn/cracked around the circumference at the distal end of the terminal molding due to environmental stress cracking. Resistance testing confirmed the electrical continuity of the lead segment. Laboratory evaluation could not confirm if the damage occurred during implant or at the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture which resulted in greater than two seconds of asystole for this patient. Fluoroscopy revealed damage to the terminal end of the lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.